Event description:
Complaint was received in a batch report from the distributor ((B)(4)) on (B)(6) 2013. Caller reported potential false negative hcg results with select diagnostics hcg cassette. No information was provided whether confirmation testing was performed. When this complaint was originally received in 2009, it was reported as 'invalid results'. An investigation was conducted at the time the complaint was received.

Manufacturer narrative:
Investigation was performed on (B)(4) 2009 after complaint was originally received. Results as follows: control lot: 20miu/ml hcg urine control, lot: hcg080821-02, 100miu/ml hcg urine control, lot: hcg081008-01, 279.2iu/ml hcg urine specimens from 8 different volunteers. Summary of results: the retention devices meet qc specification. Correct positive results were observed at 3 minute reading time when tested with 20miu/ml hcg urine control. Clearly positive results were observed when tested with 100miu/ml hcg and 279.2iu/ml urine control. Correct negative results were observed when tested with negative urine samples. Conclusion: the retention devices meet qc specification; no abnormal result is observed. Lot records were reviewed when this complaint was received as part of the batch report. Verified the product number, product description, lot number and batch record. No abnormal results were found. As the product was expired, no investigation was possible. Lot in complaint was expired at the time of this report. No information in complaint indicating date of occurrence. Unable to determine if lot was expired when issue occurred. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. No corrective action required at this time as no product deficiency was established.